Event description:
The customer reported the ventilator alarmed vent inop due to an air valve liftoff failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. During evaluation, the manufacturers field service engineer (fse) noted an air source fault in the device diagnostic history. During testing, the fse reported the blower would not start. The fse replaced the blower to correct the reported problem. Final applicable testing was completed per operating specifications.

Manufacturer narrative:
Conclusion / root cause: bad hall effect sensor ha created the blower not to function & the reported complaint of blower not operating was duplicated. No fault was found on the returned air valve assembly and sensor printed circuit board assembly (pcb).this report is being submitted as part of the remediation for CAPA (B)(4).